Manufacturer narrative:
Component code 3038 relates to problem code 1069 for the event of guide catheter broken. The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation revealed no damage to the stent or suture assembly. The guide catheter was found stretched and broken at the proximal end. The suture hole of the push catheter was noted to be torn. The suture was separated from the delivery system to observe the distal end of the guide catheter assembly. A kink was noted at the distal end of the guide catheter, indicating the suture likely embedded inside the guide catheter during attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure performed on (B)(6) 2011. According to the complainant, during the procedure, when attempting to deploy the stent, the guide catheter stretched and the stent would not deploy. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.